Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to dislodgement and poor measurements. This lead was also noted to have exhibited helix issues. The physician turned the lead helix more times than recommend by labeling. This lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to dislodgement and poor measurements. This lead was also noted to have exhibited helix issues. The physician turned the lead helix more times than recommend by labeling. This lead was cut during the procedure and successfully replaced. The lead was returned. No adverse patient effects were reported.